Event description:
It was reported that device detachment from the core wire occurred. It was noticed after opening the package of a 27mm watchman ® laa closure device that the implant was not attached to the core wire. The physician exchanged the device for another of the same and successfully completed the procedure with no patient complications.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a watchman delivery system (wds). The screw end of the implant was 2cm from the implant. The distal end of the implant was 2mm from the tip. There were numerous kinks throughout the catheter. Functional testing was completed by screwing the core wire into the implant. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that device detachment from the core wire occurred. It was noticed after opening the package of a 27mm watchman laa closure device that the implant was not attached to the core wire. The physician exchanged the device for another of the same and successfully completed the procedure with no patient complications.

Manufacturer narrative:
(B)(4).